Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found out of range impedance, no sensing and no pacing output in the left ventricular (lv) chamber consistent with the dislodged contact spring that was received with the device. The lv contact spring was found to be missing from the header.